Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed initial power up. The customer did not want any repairs. Unit will be returned unrepaired.